Manufacturer narrative:
Visual examination of the returned device revealed that the working length was twisted and the exposed cutting wire was slightly bent. Further examination confirmed that the orientation was incorrect. The cause of the reported damage is unknown. The device history record for this lot was reviewed; no anomalies were noted. The 2008 15-month autotome-sphincterotomes product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
It was reported to boston scientific corporation in 2008, that an autotome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed five days prior, (male patient; weight is unknown). According to the complainant, the autotome rx sphincterotome "oriented wrong during the procedure." The procedure was completed with a second autotome rx sphincterotome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".